Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient made a mistake. The patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with intraperitoneal injection of meropenem 1 gram (frequency and duration not reported), an injection of amikacin 100 milligram once daily (route and duration not reported), an injection of reflin 1 gram, once daily (route and duration not reported) and injection of heparin 500 iu (international units) all bags, (frequency and duration not reported) for peritonitis. Dianeal therapy was ongoing. At the time of this report, the outcome of peritonitis was unknown. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: it was reported that the patient's fluid was clear. At the time of this report the patient had recovered from the event. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.